Manufacturer narrative:
Ge representative evaluated system and replaced faulty interconnect cable. System operates as intended.

Event description:
It was reported that the system was having intermittent image quality issues, images were noisy. No patient injury was reported.